Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, a post implant balloon aortic valvuloplasty (bav) was performed with a 28 mm non-medtronic balloon due to mild paravalvular leak (pvl). After the bav, severe central aortic regurgitation (ar) was noted. It was suspected that a leaflet rupture occurred. It was confirmed that there had not been any valve movement with dilation. Subsequently, a second transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The valve remained implanted, however, angiographic records were reviewed and confirmed severe calcium in the native annulus. Images confirmed a good valve load as per medtronic's best practices and showed the valve at a good starting position. At 80% and the angiogram confirmed a good depth and the valve was still constrained. Images also showed the valve fully deployed and confirmed severe paravalvular leak (pvl) and a jet of pvl due to the constrained valve. The post implant balloon aortic valvuloplasty (bav) was captured in the images and indicated an overstretching of the valve during the bav and subsequent severe aortic insufficiency. Images also confirmed a valve in valve (viv) and with a good final result. There were no images that confirmed the presence of a cuspal tear, only the result of severe aortic insufficiency. The pressure that the 28mm nucleus balloon was pressurized to during the bav was not provided. However, the angiographic records did show that the balloon was overstretched, with full expansion to the waist of the valve, which may have led to the reported leaflet tear that then resulted in severe aortic regurgitation. The instructions for use (IFU) addresses balloon dilatation of the valve, stating that it may be performed, ¿in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices.¿ the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No manufacturing issues were identified that would have impacted this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.